Manufacturer narrative:
Investigation summary: two photos were returned for a photo investigation. Black fm was observed in the returned photo. One actual sample in opened packaging was returned for investigation. The sample was subjected to visual inspection. Red fm was observed on several areas of the returned sample. All the red fm is found on the surface of the internal needle cover. The red fm from all the areas were subjected to fourier transform infrared spectroscopy (ftir) test. The result of the test shows that the red fm had matched with zein. The red fm was further analyzed under a high powered microscope. Based on the lab report, the fm is likely to contain dried blood. The returned sample and photo showed the reported defect. DHR review: device history record of packaged needle batch 7236351, catalog number 382412 and its assembled needle batch 7236401, 7236432 and 7236433, catalog number 8365076 was reviewed. No quality notification was raised for similar nonconformance during the production of this batch. The preventative maintenance, calibration and equipment history records were reviewed. No abnormality was observed on the records. Confirmed: bd was able to duplicate or confirm the customers¿ indicated failure mode. Was this product within specification? No. Root cause: the needle assemble line is an automated process. Upon further review of the needle assemble line, it was found to have minimal to no human intervention and the assembly process is fully enclosed. Additionally, no workplace injury was reported during the production of this batch. A communication will be conducted to all manufacturing personnel to raise awareness on the nonconformance. Hence, the root cause of the nonconformance cannot be determined. CAPA: a communication will be conducted to all manufacturing personal to raise awareness on the nonconformance. No CAPA will be raised at this time.

Event description:
It was reported that bd angiocath¿ plus IV catheter had foreign matter on the tip of the needle. Found before use. No serious injury or medical intervention noted.